Manufacturer narrative:
(B)(4). The customer returned one double swivel accessory pack. The returned components were received assembled with the exception of one female swivel that was received disconnected. The sample was visually examined with and without magnification and no defects were observed. The reported complaint of the adapter being received cracked could not be confirmed based on the condition of the sample received. Visual examination of the returned sample revealed there were no cracks or defects observed with the accessory pack components.

Event description:
The customer alleges that the adaptor was cracked and unstable in the package. No report of a patient injury or delay in treatment.

Event description:
The customer alleges that the adaptor was cracked and unstable in the package. No report of a patient injury or delay in treatment.

Manufacturer narrative:
(B)(4) a visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.